Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the electronic paper display (epd). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc meter displayed a frozen screen. The product was returned and investigated and a blank screen was observed. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the initial MDR 30 day report. The correct date received by manufacturer date is february 12, 2018.

Event description:
Customer initially reported that their adc meter displayed a frozen screen. The product was returned and investigated and a blank screen was observed. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. (Meter brand name) was incorrectly documented in the initial MDR 30 day report. Meter brand name has been updated.

Event description:
Customer initially reported that their adc meter displayed a frozen screen. The product was returned and investigated and a blank screen was observed. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.